Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The user facility reported that upon insertion of the impella cp, they struggled to get the repo sheath and sterile sleeve pushed back in order to allow operational length of catheter to be inserted. It took more than expected force to push back. Once the impella cp was placed adequately into the left ventricle, they experienced difficulty removing the impella wire. It required more than expected force to remove and upon removal a portion of the wire broke off and lodged partially in the peel away sheath. They were able to successfully retrieve the remaining part of the wire. Upon initiation of support, there were flow issues with the cp. The decision was made to explant. The device was replaced with a new impella cp and insertion and function were as expected. The procedure was completed successfully.

Manufacturer narrative:
D9 updated to device received date. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. No physical damage was noted on the returned product. The pump was run as expected during testing in a bucket of water. Data log was not provided or could not be retrieved from the remote server. Low or blocked pump flow: no issue was found on the returned product. The cause of the issue could not be determined without sufficient clinical details, including data logs. Device history review: the device passed all post sterile inspection checks.